Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a tooth that is far out of alignment, it is putting pressure on the tooth below causing it to be out of alignment also. This is making eating hard to eat.

Manufacturer narrative:
H6 codes added. Health effect: clinical code: tooth fracture and unspecified musculoskeletal problem medical device problem code added structural problem.